Manufacturer narrative:
Serial numbers: (B)(4). For 7 events the investigation could not identify a product problem. The cause of the event could not be determined. For 2 events, the investigation is ongoing. For 1 event the investigation determined the sample probe was out of alignment. For 1 event the investigation determined the tube not properly placed over the roller was the cause of the event. The instrument was operating within specification. For 1 event the investigation determined that the calibration and qc were acceptable and that the service actions resolved the issue. The follow up/corrective action for 1 event was that the field service engineer found the tube was leaking at the sample/reagent probe. The tube was replaced and the fse performed calibration and qc with passing results. The follow up/corrective action for 1 event was that the customer ran male patient samples with correct negative results. The field service engineer (fse) inspected the system and ran a performance check. The follow up/corrective action for 1 event was that the field service engineer (fse) found the mixer was centered and there was no foaming of the reagent. The performance test was acceptable. The follow up/corrective action for 1 event was that the field service engineer (fse) checked the pinch tube and alignment. The fse replaced the black tubing and checked the sipper. The fse found air in the sipper probe. The fse replaced the measuring cell. The calibration and qc were acceptable. The fse performed a precision check. The follow up/corrective action for 1 event was that general maintenance was performed on the instrument. The follow up/corrective action for 1 event was that the sample probe and liquid level detection were adjusted. Performance testing was performed. The customer ran controls and patients. No further problems were noted. The system operation meets specifications. The follow up/corrective action for 1 event was that the field service engineer (fse) found a tube was not properly over the roller and was touching the shaft of the roller. The tube was worn out and had a small hole which caused the sample probe to leak. The fse replaced the tube. The calibration and qc of all the assays were acceptable. The follow up/corrective action for 1 event was that the field service engineer (fse) found that the measuring cell was due for replacement. The fse inspected the system and replaced the measuring cell. The fse replaced the cover and spring on the sample and reagent probes. The customer ran calibration and qc. All results were acceptable. The follow up/corrective action for 1 event was that the customer ran precision and qc that were acceptable. There was no follow up/corrective action for 3 events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>12</noe> malfunction events. Non-reproducible results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 20 patients with the following: 1 erroneous result for elecsys hcg test system. 1 erroneous result for elecsys hiv combi pt. 1 erroneous result for elecsys hcg stat. 1 erroneous result for cyfra 21-1 elecsys. 6 erroneous results for elecsys anti-tpo. 2 erroneous results for elecsys ft3 iii. 3 erroneous results for ft4 iii. 6 erroneous results for tsh. 3 erroneous results for elecsys hcg + beta test system. 1 erroneous result for elecsys pth immunoassay. The patients' ages ranged from 37 - 83 years. The patients' weights ranged from 117 - 161 lbs. There were 6 females and 1 male.

Manufacturer narrative:
For one of the pending events, the investigation determined that the service actions resolved the issue.the field service representative cleaned the sample/reagent probe, adjusted the probe and replaced the pipettor, seal and acrylic joint connector. The fse adjusted the cap opener, mixer and noticed an issue with the bead mixer. The fse replaced the bead mixer and readjusted all related parts. For the other pending event, the investigation did not identify a product problem and found the the reagent performed within specification. The cause of the event could not be determined.